Event description:
During a sigmoidectomy procedure, there was a solid tone. It was brand new product. There was no adverse consequence to the patient.

Manufacturer narrative:
H6. Cracked blade. The analysis results found that device a was returned with the blade gouged and cracked, and device b was returned with the blade scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.